Event description:
It was reported that the patient expired at home. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. The patients following physician searched local hospital records and found that the patient was diagnosed with stage 4 lung cancer in (B)(6) 2014 and presented to the ER (B)(6) 2014 due to shortness of breath. The hospital notes stated the patient did not want any interventions and was referred for hospice care. No further information is available.